Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began 2 weeks prior to contacting lfs. The patient did not have the results from the subject meter available. It is not known how the patient manages her diabetes nor if she took any action in regards to obtaining the inaccurate results. The patient denied developing any symptoms as a result of the alleged inaccuracy. However the patient alleges that on (B)(6) 2016 she attended the emergency room where she received treatment, possibly insulin by a health care professional. The patient alleges her blood glucose was tested on another meter (unknown device in emergency room) but the result is not available. During troubleshooting, the csr could not confirm if the unit of measure was set correctly on the subject meter, if the test strips had been stored correctly, had not expired, or been open longer than the discard date, if the test strip vial was intact or if the control solution was in range. Csr did confirm the patient was using an approved sample site. Products have been replaced and requested back for evaluation. This complaint is being reported because the patient reportedly received hcp treatment for a high blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.